Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The damaged slide clamp shim was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the slide clamp shim was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. No additional information is available.